Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the patient had both the vns lead and generator explanted because of infection on (B)(6) 2013. Attempts to contact the physician for additional information have been unsuccessful to date. Attempts to return the product to the manufacturer have been unsuccessful to date. The device history report was reviewed for the lead and no non conformances were found. Sterility was checked and reviewed on (B)(6) 2013. The vns generator's device history report was not checked since the vns generator's model and serial number for the patient in unknown. Attempts for product information on the vns generator have been unsuccessful to date.